Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during an implant attempt the physician had difficulty positioning the lead to obtain satisfactory sensing and threshold values. After several attempts at repositioning the lead, the physician removed the lead and flushed to remove tissue. The physician attempted to extend the lead and was unsuccessful. The lead was explanted and another lead was implanted. No patient complications have been reported as a result of this event.